Event description:
A stryker sales representative found half of an elbow cover for a single flat panel suspension on the floor of an operating room. The issue was found during room preparation. There was no pt involvement nor adverse consequences.

Manufacturer narrative:
There is no expiration date for this product. Eval summary: this component is a cosmetic cover on the elbow of a single flat panel suspension. There are two halves of the cover which fasten together once installed. The operating room contains other suspensions which can rotate and collide with this particular component. If this collision is forceful enough, it can cause the cover to loosen and fall. Therefore, the nature of the malfunction lead the investigating engineer to believe that the issue likely resulted from user handling. This is not a single use device.